Event description:
After the zenith three pieces graft was in place the physician was ballooning the distal end of the left iliac when the iliac ruptured. The balloon was entirely within the graft at the time the iliac ruptured. The physician tried to place another manufacturer's stent to fix the rupture, but had to convert to an open repair. When the patient was opened, the physician noted a high amount of plaque in the area of the rupture. The open procedure was successful and the patient is currently doing ok.